Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The patient was seen for a revision procedure where the lead was attempted to be removed but was unable to be. The lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.